Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the user felt that the grip on the cadiere forceps instrument was weak and would not fully close. The instrument was removed from the universal side manipulator (usm) arm and replaced with a backup instrument. Inspection of the removed instrument revealed a broken wire. The user continued and completed the procedure with no further issue. No fragment fell into the patient. No known impact or patient consequence was reported.